Event description:
The patient's ipg was explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs system is reporting a communication error and an sjm representative confirmed the ipg is inoperable. It was determined the patient had not recharged the ipg in over a year. Surgical intervention is planned to address the issue.